Event description:
Fill volume: 400 ml. Flow rate: 6 ml/hr. Procedure: total shoulder repair. Cathplace: interscalene nerve block. An anesthesiologist reported that a male patient experienced numbness in the mouth and face drooping approximately 24 hours after an interscalene nerve block for a total shoulder replacement surgery. When the pump was disconnected it was reported that it appeared almost completely full. The patient's current condition is reported as "fine."

Manufacturer narrative:
Method: a clarification was received from the reporter that the lot number on the received pump is correct. A visual inspection was performed on the returned device and it was received partially full. A review of the device history record (DHR) is in process. Results: at this time the investigation and evaluation are currently in progress. Conclusions: once the analysis and investigation are completed a follow-up report will be submitted. Information from this incident has been included in our product complaint and MDR trend reporting systems. Trend information is used to identify the need for additional investigations.